Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as surgical impact opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, non-penetrating nick and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported "rupture, capsular contracture baker grade ii, fibro glandular tissue and coarse calcification". This record is for the right side. Device was explanted and the device will be returned.

Manufacturer narrative:
Clarification d4: it was reported that the implants are of the gui-mc ghan brand. Continued e1 (phone no.): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.